Event description:
Patient found unresponsive. Medtronics AED and quick combo pads taken from crash cart. The electrodes did not dissipate the charge. Another set of pads were obtained in next unit and exchanged. The packaging on the two became a puzzle as only one packaging found, and it is not known if it belongs to the non-working set or the set used. Patient responded, but expired the next afternoon from his illness.